Event description:
One pt with discrepant folate results. Initial result, 2008, less than 0.600 ng/ml. Same sample repeated about 4 days later gave 8.18 ng/ml. Initial result was reported, the pt was not adversely affected. The field service rep determined tips dripping during operation was the cause and he adjusted the s/r probe. Performance tests were performed.